Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and high impedance readings were discovered on the lead. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and replaced with two new leads. However, high impedance readings were discovered again on all contacts when connecting the new leads to the existing implantable pulse generator (ipg) therefore, the physician decided to explant and replace the ipg intraoperatively and the impedance measurements returned to normal range. There were no patient complications postoperatively. The explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 364635.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and high impedance readings were discovered on the lead. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and replaced with two new leads. However, high impedance readings were discovered again on all contacts when connecting the new leads to the existing implantable pulse generator (ipg) therefore, the physician decided to explant and replace the ipg intraoperatively and the impedance measurements returned to normal range. There were no patient complications postoperatively. The explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional examination. Additionally, all impedance measurements were within the expected range on all ports. A labeling review was conducted which determined that lead breakage, hardware issues, loose connections, and electrical issues can result in ineffective pain control and are known risks associated with the use of the scs device, as documented in the instructions for use (IFU). Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: (B)(6).